Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded lcd board. Unable to verify the button/keypad anomaly due to the blank display. The device had corroded keypad traces and a cracked case at the lcd window corners. The device had a loose/protruded drive support disk, scratched lcd window and broken reservoir tube lip.

Event description:
The customer called to report that the down arrow button is stuck. The customer also received an alarm, but he could not clear it due to the unresponsive button. Advised the customer that the insulin pump would be replaced. Nothing further was reported.